Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. He was unable to exit the preparing to prime loop. The customer's blood glucose level was 154 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.